Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article received entitled "" polyethylene liner dissociation with the depuy pinnacle cup: a report of 6 cases "" written by neal singleton published by orthopedic research online journal vol 3 issue 5 doi: 10.31031/oproj.2018.03.000573 published july 18, 2018 was reviewed. This case report discusses six cases of liner dissociation with the pinnacle acetabulum following primary total hip arthroplasty. Each case is captured on linked complaints along with specific details on depuy products and patient identifiers. This complaint captures case 2 of a 70 year old male r tha with a pinnacle cup and marathon poly liner and uncemented corail stem. At 19 months post op he felt "pop" sensation when bending forward. He was able to functionally mobilize but with difficulty and felt "rubbing" sensation. Radiographic image revealed eccentrically placed femoral head. Revision was performed with head and liner exchange. Cup and stem was deemed acceptable and left intact. No further complications.